Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was returned to zimmer biomet fractured. Attempts have been made, however, no additional information is available at this time.

Event description:
It was reported that the device was damaged during sterilization and was returned in a fractured condition. No adverse events were reported as a result of this event. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. The returned device exhibited signs of repeated use and was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. Fractured tibial articular surface provisionals (tasps) were analyzed by optical microscopy, revealing hackle marks and river lines that were consistent with low cycle fatigue culminating in bending overload failure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.